Event description:
On (B)(6) 2011, the pt stated that there is a black spot in the middle of the display of his infusion device that goes from top to bottom. He inserted a new battery and was unable to resolve the issue. He is unable to see his basal rates. The infusion device has not been dropped within the past 48 hours. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.